Event description:
It was reported that the patient hadn't had as much relief since implant, but thought it was because they didn't have it up high enough. Since implant it seems that device would work to control their symptoms and then some days their symptoms would come intermittently. The patient had already discussed how therapy was working for them with their health care provider (hcp) and felt the hcp was not really sure how therapy worked. The patient would have an appointment with their hcp on (B)(6) 2012. It was further reported that the patient had cognitive impairments and forgot they could adjust settings. The patient called in and the hcp's office had to remind them each time. Then the patient forgot they reset it and doesn't like the setting again, needed to call in again, and they walk them through how to adjust it. The patient was in a challenging personal situation. The hcp confirmed the device was functioning fine and the patient stated that their symptoms had improved. It was later reported that a patient had lost relief since (B)(6) 2013. It was further reported that the implantable neurostimulator (ins) battery depleted early or prematurely. The patient was upset the battery life depleted so quickly. They tried to check the device programming and impedances, but the device did not communicate with the clinician programmer. The implanter cut the lead accidentally and decided not to try to locate and remove it. Since the lead was cut, they could not test the impedances or motor responses intraoperatively to determine the integrity and positioning of the lead. The action required as a result of the event was explant and replacement. The lead was partially explanted. The ins would be returned and the lead would not be returned as the customer discarded of it. It was unknown if the product issue was resolved and unknown if the cause of event was determined. The patient had less than 50 percent therapy relief, had a loss of therapeutic effect, and had a return of fecal incontinence. The patient did not have therapeutic benefit for the last year and a half. The patient remembered turning stimulation up and not feeling stimulation. The ins was replaced because it wasn¿t working. The patient status was alive with no injury. It was further reported that the patient was doing fine and it was unknown if they were receiving effective therapy since the new lead and battery were just implanted. All impedances, motor responses, and sensations were appropriate. The ins was put in the mail on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery reached normal end of life with no telemetry and no output. Analysis of the tined lead ((B)(4)) found that the lead body was cut through and the product was segmented. Additional method code. Result and conclusion codes have been updated.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v932649, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v932649, implanted: (B)(6) 2012, product type: lead. (B)(4).